Manufacturer narrative:
One suspected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual evaluation, alarm 41171 was observed. The customer complaint was confirmed. The probable cause of the reported issue was main board issue. Replaced main board. All functional test of the device passed after repaired.

Event description:
The customer returned the device stating, "pump had error code 411711 upon power on.". During device evaluation pump experienced error 41171. This is a high-priority alarm with the potential to stop the pump if the malfunction were to recur during patient use. There was no patient involved and no patient harm.